Event description:
The customer reported that their venue power cord broke and they were using a different one when it caught fire.

Manufacturer narrative:
Block d4, UDI: (B)(4). Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. Ge healthcare's investigation of the reported issue is ongoing.

Manufacturer narrative:
Ge healthcares investigation has completed. Additional information was obtained from the customer which described the incident in further detail as follows: the customer reported that while the venue was in use the plug-end of the power cord sparked while connected to the wall outlet, and there was no injury nor further damage reported. Upon further review it was determined that when the event occurred the customer was using a power cord which did not conform with the ge healthcare specified power cord listed in the venue user manual. Ge healthcare provided the customer a replacement power cord to correct the issue. Additionally, the complaint file was reviewed and no adverse trends of fire hazards from use of power cords was observed. No further action has been taken at this time.